Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was sent to biomed for not working no additional information was given, biomed saw two alerts in the event log 14 (patient temperature 1 probe out of range) and 111 (confirm new patient) biomed was running a calibration and would call back afterwards. As per email response received on (B)(6) 2022, no patient involvement, device was calibrated and resolved the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It is unknown whether the device had met relevant specifications. Based on patient code (B)(6) the product was not used on the patient. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent to biomed for not working no additional information was given, biomed saw two alerts in the event log 14 (patient temperature 1 probe out of range) and 111 (confirm new patient) biomed was running a calibration and would call back afterwards. As per email response received on (B)(6) 2022, no patient involvement, device was calibrated and resolved the issue.